Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information regarding a navigation device. It was reported that the site had started up the navigation system and went into the spine software to the instruments task. It was noted there were no red x's on the tool cards. The nurse left the room to go into a different case for 10-15 minutes. When she returned, the red x's were on the tool cards. The site attempted to hit the reset button on the navigation interface unit (niu) but the issue was not resolved. The spine application was completely exited and when they re-entered the software, the issue had resolved. The patient was not present.

Manufacturer narrative:
Additional information: device manufacture date provided. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.